Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior to the issue. There was no confirmation whether the customer's blood glucose level exceeded 500 mg/dl, but the caller believed it did not. The customer reset the pump independently and technical support decided to replace the pump. The customer reverted to an alternate method of insulin therapy.